Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump buttons were sticky and not responding when first press. Customer stated that the insulin pump was lost pump settings or locked up and became unresponsive. Insulin pump was not giving low reservoir warnings when the insulin was low in the reservoir. Insulin pump had button error. Insulin pump rejected brand new battery and battery life was diminished. No harm requiring medical intervention was reported. The device will not be returned for analysis.